Event description:
An international customer reported that two patients experienced black staining and mucosal injury after an operation for a ventricular defect. Both patients experienced black staining on the lips, the inside of the mouth, and the root of the tongue. The patients were hospitalized and received drip infusion treatment. As of (B)(6)2010, the patients could still not eat food. It is unknown whether the hospitalization was prolonged or planned. The physician stated that the transesophageal echocardiogram (tee) was used on patients after disinfection with cidex® disopa. He covered the tip (insertion side) of the tee with a vinyl cover before use. The physician has used a tee on other patients before, but has never experienced this kind of event. The physician stated that it is possible that cidex® disopa might have adhered to the tee probe's unwashable area accidentally and he might have touched it and then, touched the tip of the tee probe causing the incidents. However, the cause of these events is unknown. Subsequent customer follow-up pointed out that the tee probe was wiped with wet gauze prior to soaking in cidex® disopa. The tee probe, the vinyl cover that covered the insertion side of the probe, and medical tape were received from the hospital for review. The concentrations of cidex® disopa on the instruments were studied and results showed that the concentration of cidex® disopa on the instruments was below the acceptable limit. This report is for the first of two male patients.

Manufacturer narrative:
Concomitant device: phillips tee probe - model and serial numbers unknown. (B)(4) - no code available: black staining of the mouth, lips and the root of the tongue, mucosal injury. The cidex opa IFU states: special instructions for transesophageal echocardiography (tee) probe reprocessing: as with all devices, carefully follow all probe manufacturer recommendations such as use of a sterile protective sheath when performing tee. Soaking for a minimum of 12 minutes in cidex opa solution is required for high level disinfection (hld). Excessive soaking of the probes (e.g., longer than an hour) during hld and/or not rinsing three times with a fresh quantity of water each time as described, may result in residual cidex opa solution remaining on the device, the use of which may cause staining, irritation or chemical burns of the mouth, throat, esophagus and stomach. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00275 and 2084725-2010-00276.

Event description:
A hospital in (B)(6) reported that the pressure fluctuates when the rd900 neopuff infant resuscitator maximum pressure valve is touched. It was reported that the neopuff may have been dropped. No patient consequence was reported.

Manufacturer narrative:
Correction: changed to event type to adverse event device. Type of reportable event: serious injury.

Manufacturer narrative:
Age: (B)(6) years (correction; the initial medwatch stated patient as (B)(6) years). On (B)(6) 2010, the patient experienced black staining on lips and inside of the mouth, pain, inappetence, and nausea and he was diagnosed as staining and mucosal injury. It was reported that this event prolonged his hospitalization. During the days he could not eat (from (B)(6) 2010), he was treated with bfluid 500ml i.v. Infusion (two times a day). His symptoms lasted for about 1 week. He was recovered on (B)(6) 2010, without any sequela.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, failure mode effects analysis, system hazard use misuse analysis, and health hazard analysis. Complaint history trending for cidex opa solution was not possible since the lot number was not available. A review of the defects per million opportunities (dpmo) chart over the past 12 months (december 2009 to november 2010) for cidex opa solution (which includes disopa solution) with the problem code of "hr-mucous membrane contact" was retrieved. The dpmo did reveal (B)(4). A review of the number of complaints per month over the past 12 months for cidex opa solution with the problem code "hrp-respiratory reaction" revealed (B)(4); therefore, it is not considered a significant trend. Asp will continue to track and trend these complaints. A review of the defects per million opportunities (dpmo) chart over the past 12 months (december 2009 to november 2010) for cidex opa solution (which includes disopa solution) with the problem code of "hr-staining" was retrieved. The overall trend has been below the upper control limit. Batch record review of cidex® opa solution was not possible without a lot number. The fmea (failure mode effects analysis) risk priority number (rpn) for similar issues is below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard use misuse analysis) risk was reviewed and it was determined that the risk of patient staining due to inadequate rinsing or excessive soaking is a category I. The hhe (health hazard evaluation) was reviewed for similar symptoms and the hazard/risk index was 2, which indicates the associated risk is none/negligible. The tee probe was processed manually. The probe was prewashed (detailed process is unknown) and soaked into disopa for less than 60 minutes and rinsed with water for more than 60 minutes. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(6). Disopa is similar to cidex opa solution sold in the united states. The cidex opa instructions for use (IFU) indicates that the use of cidex opa solution with semi-critical devices must be part of a validated rinsing procedure as provided by the device manufacturer. Always follow the directions for use rinsing instructions (part b) and the special instructions for transesophageal echocardiography (tee) probes in part c exactly or residues of cidex opa solution may remain on the device. Failure to follow rinsing instructions exactly has resulted in reports of chemical burns, irritation, and staining of the mouth, throat, esophagus and stomach. The information received indicates that improper rinsing of the tee and user error contributed to the reported event.